Manufacturer narrative:
The valve is implanted in the patient. Therefore, the evaluation could not be performed. In the absence of the complaint sample the device history records were reviewed and verified that all products in this lot number were conforming to the required specifications when released to stock. Trends will be monitored for this or similar complaints. At the present time, the complaint is closed. (B)(4): device still implanted.

Event description:
The sales rep reported - the surgeon implanted the certas valve successfully. The following day he could not locate the valve under the skin and therefore could not align the tms properly to reprogram the valve. He attempted to reprogram the valve again the next day with the sales rep available to oversee the process. Again there was difficulty locating the valve and he could not successfully reprogram the patient. The patient was nauseated and showing signs of over-drainage. He ended up taking the patient to fluoro so that the valve could be located. He placed a stick to locate the valve with the tms device to allow him to reprogram the valve. On (B)(6) 2013, the sales rep. Informed that the valve was successfully programmed after taking the patient to fluoro, and patient is doing fine.